Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that he¿s been experiencing a skin irritation since (B)(6) 2013. Patient has sought medical advice on (B)(6) 2013 and was prescribed an antibiotic to use on the insertion site. Patient also uses secondary wound dressing. At the time of his call to dexcom technical support, patient reported he was feeling fine despite insertions sites being sore and itching.